Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a new cartridge. Additionally, a malfunction alarm occurred. The customer's blood glucose (bg) level was impacted 305 (mg/dl), the customer had not addressed the elevated bg level at the time of the call but indicated the health care provider would be contacted for manual injection supplies.